Event description:
It was reported that ¿when he presses the tandem logo, it no longer returns him to the home screen.¿ multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.